Event description:
It was stated that the insulin pump completely stopped working. The battery was changed, but the insulin pump did not initialize. The insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.